Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The patient was undergoing planned/non-emergency treatment, which was delayed and was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and found the system failed to emit x-rays. Upon troubleshooting, fse attempted to make an x-ray and found a run tube error on display and found that the x-ray tube was faulty. The investigation showed that the cause of tube failure was a vacuum leaked cathode insulator. To resolve the issue, fse replaced the tube and performed tube conditioning, tube adaption and tube yield. Confirmed proper operation. After replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.